Event description:
The customer reported that the software files were corrupted for a fourth time. There was not enough space on the system.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.